Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal variceal banding procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the bands were not able to be released from the device. The case was completed with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal variceal banding procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the bands were not able to be released from the device. The case was completed with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation found that the spool, tripwire, suture, and strap returned; however, the ligator head was not returned for analysis. The suture, which returned attached to the tripwire, had a total of seven knots, and appeared frayed and broken slightly distal to the seventh knot. Indentations were found in the groove of the spool, which typically indicates that an attempt had been made to cinch the tripwire. Functionally, the handle spool was able to be rotated and clicked appropriately with every 180 degrees of rotation. Although the ligator head was not returned for analysis, the complaint was able to be confirmed through visual analysis of the returned components. The evaluation found that the suture returned detached from the ligator head, and appeared frayed and broken just distal to the seventh knot. However, since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.